Manufacturer narrative:
Additional information has been provided in d.4., d.9., h.3., h.6., and h.11. The used device and the lens were returned inside the opened blister tray in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. There was no damage to the device. The lens was returned outside the device. Viscoelastic was dried on the lens. One haptic was bent in the gusset area with the distal area adhered in dried solution to the anterior optic surface. The lens was cleaned with klrp for further evaluation. The haptic relaxed into the original shape after removal of the dried viscoelastic. One haptic has scratches on the distal anterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint of "lens got stuck and would not insert into eye". The lens was not returned in the reported condition of " got stuck". The lens was returned outside of device. The plunger was retracted. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the acrysof¿ iq iol with the ultrasert¿ preloaded delivery system, an alcon qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during cataract surgery with intraocular lens (iol) implantation, the iol got stuck and would not insert into the eye. There was patient contact. Additional information was requested, but no further information is available.